Manufacturer narrative:
Visual inspection: during the investigation, no significant deformation or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage/over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The spontaneous adjustment of the valve could not be determined. How the aforementioned functional impairment occurred is not clear to us at the time of the investigation.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the system was believed to have spontaneously adjusted without user intervention. Reportedly, on (B)(6) 2023, the valve was adjusted to zero (0) centimeters h2o (cmh20), and then confirmed with an x-ray. However, on (B)(6) 2023, when the physician re-checked the valve with the adjustment tool, the valve showed an opening pressure of 4 cmh2o. Additionally, drainage issues were noted. The patient underwent a revision procedure on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 61 years. Weight: 95 kilograms (kg) . Height: 175 centimeters (cm). Gender: male.